Manufacturer narrative:
Medtronic received additional information that this 31mm mitral annuloplasty ring was replaced due to severe mitral regurgitation as a result of endocarditis (staphylococcus sanguineous) of the native mitral valve. The physician reported there was a vegetation on the a3 portion of the annuloplasty ring that extended down onto the atrial surface of the mitral valve's anterior leaflet covering a portion of the a2 and a3 areas. The 31mm annuloplasty ring was carefully resected preserving the annulus as much as possible. The 31mm annuloplasty ring was then removed and replaced with a 30mm annuloplasty band. The physician reported that this band was chosen so that no prosthetic material would be in contact with the area of the annulus that had been involved with the endocarditis. Immediately post implant of this annuloplasty band, intraoperative transesophageal echocardiogram showed brief mild mitral regurgitation. No additional adverse patient effects were reported.  A review of the device history record (DHR) was performed for this valve. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. This process is validated using the worst case bacillus atrophaeus (gram positive spore forming rods), which is known to be representative of the cleanroom bioburden. Based on the above investigation, the endocarditis is unlikely to be attributed to the device and/or manufacturing process. Overall, a true root cause to the reported clinical observations is not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 19 years and 11 months post implant of this annuloplasty ring, the ring was explanted and replaced with an annuloplasty band. The reason for the explant was not reported. No additional adverse patient effects were reported.